Manufacturer narrative:
No lot number was identified within the individual articles and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively review articles, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the reported event is unknown. Therefore, no specific action can be taken. Within the framework of the mentioned nci, an overall risk assessment was performed and concluded that no further actions are required. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Babu naresh, kohli piyush, ramachandran obuli, ramasamy kim. Comparison of surgical performance of internal limiting membrane peeling using a 3-d visualization system with conventional microscope. 2018;49:941-945. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article stated that a patient experienced peeling related hemorrhages using opathalmic operating surgical forceps. It also stated that the peeling related hemorrhages significantly higher in analog microscope group than digitally assisted vitreoretinal system group .current patient condition is unknown.